Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens implantation surgery, the lens was found tilted and the haptic was bent. Hence the physician was concerned about the stability of the lens in the eye and decided to explant the lens and replace with another lens in the same procedure. There was no patient harm.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.10. The lens was returned positioned incorrectly in the lens case inside the lens carton. Viscoelastic was dried on the lens. One haptic was bent in the distal area. The optic has light scratches on the anterior and the posterior surfaces between the optic center and the optic edge. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified cartridge and handpiece was used with a non-qualified viscoelastic. The reported bent haptic damage was observed. The root cause for the observed damage may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was used. The IFU instructs: company foldable intraocular lens (iol)s are qualified for use with company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. It is not possible to confirm the reported iol dislocation of the lens while in the eye prior to explant and return. File will be reopened if new information becomes available. The manufacturer internal reference number is: (B)(4).